Manufacturer narrative:
The reported lot number was reported as 15978906l. Concomitant products: carto 3 system: model #: m-4800-01, serial #:(B)(4). Stockert 70 system: model #: m-5463-01, serial #:(B)(4). Cool flow pump: model #: m-5491-02, serial #:(B)(4), lasso navigational variable eco catheter: model #: d-1343-01-s, lot#: 16032903l. (B)(4).

Event description:
It is reported that during an atrial fibrillation (afib) procedure, the patient went hypotensive and underwent a pericardiocentesis and a blood transfusion. Additional clarification was requested on the event however, no information has been provided.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).